Manufacturer narrative:
The reagent kit and donor sample were not returned for investigation. The reagent kit expired in 2007. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
In 2007, abbott laboratories became aware of a media report that stated four transplant recipients contracted hiv and hcv from an organ donor. It was confirmed by gift of hope organ and tissue donation center that abbott's hiv 1-2 (rdna) eia and hcv eia 2.0 kits were used to test the donor sample in early 2007 and test results were nonreactive. After the recipients' infections were identified, gift of hope sent the donor's serum to a commercial laboratory for retesting. The retest was reported to be elisa negative for hiv and hcv (method not known), confirming the abbott results. Further naat testing identified and hiv and hcv infection that the earlier tests had not identified, suggesting that the donor was infected, but had not yet produced the antibodies that the elisa test is designed to detect. According to media reports, officials at gift of hope stated that a screening questionnaire determined that the organ had engaged in high risk behavior. From the data reported, the abbott assay performed correctly and the abbott results were confirmed by the commercial laboratory.